Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the battery was replaced to resolve the issue, and the device was returned to service. No further details could be obtained from the km regarding the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery malfunction that triggered an alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a battery malfunction that triggered an alarm. It was reported that after repairs, the device was returned to normal functioning. Additional details are being requested to determine what repairs were performed. This investigation is ongoing.